Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), hypersensitivity ("allergic reactions"), anxiety ("anxiety") and fatigue ("fatigue") and was found to have weight increased ("I gained about 30 pounds also/ about35lbs"). The patient was treated with surgery (hysterectomy/4 days post operative). At the time of the report, the pelvic pain had not resolved and the weight increased, migraine, hypersensitivity, anxiety and fatigue outcome was unknown. The reporter considered anxiety, fatigue, hypersensitivity, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient never considered essure was the problem. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received.reporter was added. Event "pelvic pain female" outcome were changes as "not recovered/not resolved" . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), hypersensitivity ("allergic reactions"), anxiety ("anxiety") and fatigue ("fatigue") and was found to have weight increased ("I gained about 30 pounds also/ about35lbs"). The patient was treated with surgery (hysterectomy/4 days post operative). At the time of the report, the pelvic pain, weight increased, migraine, hypersensitivity, anxiety and fatigue outcome was unknown. The reporter considered anxiety, fatigue, hypersensitivity, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient never considered essure was the problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Events " hypersensitivity and migraine¿ was added. Reporter were added. Previously reported event "medical device removal" was updated to more specified event" pain". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), hypersensitivity ("allergic reactions"), anxiety ("anxiety") and fatigue ("fatigue") and was found to have weight increased ("I gained about 30 pounds also/ about 35 lbs"). The patient was treated with surgery (hysterectomy/4 days post operative). At the time of the report, the pelvic pain had not resolved and the weight increased, migraine, hypersensitivity, anxiety and fatigue outcome was unknown. The reporter considered anxiety, fatigue, hypersensitivity, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient never considered essure was the problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), fatigue ("fatigue") and tooth fracture ("broken tooth") and was found to have weight increased ("I gained about 30 pounds also/ about35lbs"). The patient was treated with surgery (hysterectomy/4 days post operative). Essure was removed. At the time of the report, the pelvic pain had not resolved and the weight increased, migraine, hypersensitivity, anxiety, fatigue and tooth fracture outcome was unknown. The reporter considered anxiety, fatigue, hypersensitivity, migraine, pelvic pain, tooth fracture and weight increased to be related to essure. The reporter commented: patient never considered essure was the problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event broken tooth was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I gained about 30 pounds also/ about 35lbs") and experienced pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, weight increased and pelvic pain outcome was unknown. The reporter considered medical device removal, pelvic pain and weight increased to be related to essure. The reporter commented: patient never considered essure was the problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Case becomes an incident. New event added: medical device removal, pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.